Manufacturer narrative:
Analysis is currently on-going.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection noted no signs of abnormality or mishandling on the header or on the can of the device. The memory log report was reviewed, which revealed that the device had not declared elective replacement indicator (eri) during the implant duration. Memory did note that there were high lv impedance measurement when it was implanted (on (B)(6) 2010). Memory log report of the device also indicated that device had recorded out of range averaged daily lead impedance measurements across lv port, when device was implanted. Bench testing verified that all lead impedance measurements were within their normal range. The device was also capable of delivering both brady and tachy therapies as programmed. Additionally, the device was capable of delivering 41j biphasic shock signal with 13.8 seconds charging time. The device was then put through and passed a series of functionality testing, including pacing, lead impedance, sensitivity and others. Based on the those test results, as received, the device was functioning normal and it was within specification.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Additional information indicates that this product declared elective replacement indicator (eri) and then patient underwent a revision procedure. It was also reported that the patient's lv lead had dislodged, likely resulting in the increased pacing thresholds and impedances that were being exhibited by this system. At this time, there is no evidence to suggest a connection issue. The crt-d was returned for laboratory analysis.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased left ventricular (lv) pacing thresholds and pacing impedances. The pacing impedances were greater than 2000 ohms. Technical services (ts) suggested trying different vectors, which was performed and the pacing thresholds remained high. It was stated that the patient would continue to be monitored. No adverse patient effects were reported. Subsequent information indicates that this system continues to have high out of range lv pacing impedance measurements. Ts discussed possible causes and troubleshooting options.